Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had a 20lbs weight loss. It was also reported that the patient was unable to get into MRI mode, and upon further investigation system diagnostics recorded high impedances. Troubleshooting took place but was unsuccessful. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. It is unknown at this time the reason for a pocket revision.

Event description:
Additional information was received stating the patient was not experiencing pain or discomfort at the ipg site. Therefore, decision is not reportable at this time. Ipg pocket will be revised following weight loss.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - decision is not reportable at this time.